Event description:
The pt's pump was filled at about 3pm. Approximately 30-40 mins later, the pt experienced dizziness and was not feeling well; it progressed to abtunded. The pt was brought to the ER, admitted to the ICU, and by 6pm was intubated for respiratory issues. The pump pocket was swollen. They aspirated the reservoir and pulled out 36 cc of baclofen 2000 mcg/ml then filled it again and were able to get 40 cc in. They aspirated the 40 cc out and stopped the pump. It was then filled with preservative free normal saline and programmed to minimum rate. They think the pt got a total of 4 cc as a pocket fill. It was noted that the pt was large and had a lot of subcutaneous tissue at the pump site. The pt recovered through the night and the intubation tube was discontinued the next day. They filled the pump with baclofen again. Additional info had been requested, a follow-up report will be sent if additional info becomes available.